Event description:
It was reported via stelobot that a skin reaction occurred. The biosensor was inserted into the back of the upper arm on (B)(6) 2025 which was cleansed with alcohol prior to insertion. The patient reported symptoms at the sensor puncture site, including infection with pimples and bumps, accompanied by itching and burning sensations. Additionally, the cgm device was noted to be inaccurate, displaying a glucose value of 70 mg/dl, while a fingerstick blood glucose (bg) reading showed 110 mg/dl. No symptoms were reported in relation to the cgm inaccuracy. The patient consulted a healthcare provider, who prescribed doxycycline hyclate 100 mg tablets to treat the infection. The patient began taking the medication on (B)(6) 2025. There was no report of treatment related to the cgm inaccuracy. No further customer or event details were available. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).